Event description:
The vitrectomy function of this unit failed during a cataract extraction procedure. The procedure was completed by using the irrigation/aspiration function of this unit. There was no pt injury.